Event description:
Per the clinic, the patient experienced a skin infection at the implant site. Additional information has been requested but not made available at the time of this report.

Manufacturer narrative:
This report is submitted on august 07, 2023.